Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice /recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged tracheitis, rhinitis, sinusitis, asthmatic cough, corticosteroid and antibiotic treatments, sore throat and fatigue. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Section b1 has been corrected/ updated in this report.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged tracheitis, rhinitis, sinusitis, asthmatic cough, corticosteroid and antibiotic treatments, sore throat and fatigue . Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.